Manufacturer narrative:
Additional narrative: the assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and was found to have low rpm.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device "had low rotations per minute (rpm), would only go to 64,000". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.